Manufacturer narrative:
(B)(4). It was reported that the needles may be coring. As no physical sample was returned, a comprehensive evaluation could not be conducted. To support the investigation, a single photograph was provided for review by our quality team. The image depicts the top web of a packaging blister. No additional information could be obtained from the photo alone. A device history record (DHR) review was completed for the provided material number 305181, lot 4247037. The review did not identify any quality issues during the production of this lot that could be linked to the reported condition. No related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and the limited information available from the photograph, the reported symptom could not be confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 305181, lot#: 4247037. It was reported by customer that coring needles. Have you received any feedback from other institutions? I watched a training video and it looked like it goes 90 degrees in (I'm used to 45 degrees angle with regular needles), so do you have any other suggestions to minimize the coring?